Event description:
Information received from article ref. Neurosurgery 71:1080-1088, 2012 doi: 10.1227/neu.0b013e31827060d9. It was reported that sixty-two pipeline procedures were performed to treat 58 aneurysms in 56 patients. A total of 123 pipelines were deployed with an average of two pipelines implanted per aneurysm. A 37 of the aneurysms were located in the ica (internal carotid artery) from the cavernous segment to the superior hypophyseal artery segment, in accordance with the (B)(4) trial entry criteria. The remaining 21 aneurysms were treated with off-label use of the pipeline including 13 aneurysms in the anterior circulation distal to the superior hypophyseal artery segment and 8 aneurysms in the vertebrobasilar system. Fourteen of the aneurysms that were treated with the pipelines were in conjunction with coiling. Six of the pipelines deployed required balloon angioplasty to achieve full wall apposition. In one case, two pipelines were implanted telescoping but had separated; therefore, a third pipeline was implanted to bridge them back together. Six transient ischemic attacks occurred, but only one resulted in a permanent neurological deficit from a brainstem infarct after pipeline treatment of a fusiform vertebrobasilar aneurysm. There were also four post operative hemorrhages that all resulted in fatalities. A 19 of the patients had three month follow-up angiograms of which 13 showed complete aneurysm occlusion, five had a neck remnant, and two had residual filling of the aneurysm.

Manufacturer narrative:
The devices involved in the events will not be returned for evaluation as they were implanted in the patients. (B)(4).